Manufacturer narrative:
H3/h6: the ssd, lot number: s5janj0n108600l, was returned and analyzed. There were no issues found with the ssd. Found an application that was previously installed, and it functioned normally without failure. S.m.a.r.t data, self-test reported no errors on the drive. The drive functioned normally without failure. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: unknown, product ID: (B)(4), version #: 2.1.0 h3) a manufacturer representative (rep) went to the site to test the navigation system. The rep reseated the ethernet cables in different inputs, the rep replaced the solid state drive, and the rep upgraded the system to stealth application 2.1. Codes: b01, c07, c10, c02, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying a localizer no connected message in the software. It was noted that the issue was similar to a previous issue which was resolved by tightening the cart to cart connection. The camera cart was noted to be still mirroring the main cart. The green light was illuminated on the camera and it was noted that there was no amber light. The network devices toolbox was opened and there was no system control unit (scu) or power supply unit (psu) visible or connected. All ethernet cable connections from the camera, power over ethernet, network switch, and cart to cart were reseated. The cart to cart cable, camera to poe cable, and poe to network switch were bypassed with known working ethernet cable.  There was no patient involvement.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Continuation of d10: product ID 9735670 (B)(6); implant date n/a; explant date n/a . No parts have been returned to the manufacturer for analysis. Applicable codes: b17, c20, d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:9735845, lot number: - h6: a12 - localizer not connected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736356, serial/lot #: (B)(6) h2-3) the solid state drive (ssd) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the ssd had a read error rate of 3. This indicated a problem with reading raw data from the disc. Codes: b01, c07, d02 h2-3) software analysis was performed. The logs were reviewed. The logs captured four sessions on the date of issue. The logged sessions showed an "infrared interference error" with optical localizer, and the connection to the camera cart was found to be consistent in all the sessions. Logs did not capture any other abnormalities related to the localizer; suspected that a loose connection might have resulted in the reported message, but there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes: b01, c19, d15 g2) please see the additional codes section for further additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.